Event description:
Information received by medtronic indicated that the insulin pump was cracked. Customer had experienced high blood glucose level of 454 mg/dl. The displacement and self test was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test dat test and force sensor test. Unit passed sleep current measurement and active current measurement. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. The history was download successfully using thus software. The download history files, traces confirmed three consecutive pump error 63 critical handling alarms 08/20/2021 11:55:01:000 pm with variable (oc). Pump error 63 alarm due to hardware issue. Unit received with moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. The following were noted during visual inspection cracked battery tube threads, cracked battery tube threads, and cracked keypad overlay at select button. In conclusion download history confirmed pump error 63 alarm three consecutive times. Pump error 63 alarm due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.